Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to electronic component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the lights were not coming on the battery device. According to the report, if the device was ¿jiggled¿ it would only charge for around five minutes. The report further clarified that the battery device would only last for five minutes of charge. There were no delays to the planned surgical procedure. It was not specified if a spare device was available for use; however, it was stated that the original device was utilized to complete the scheduled procedure. The procedure type was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.